Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. Email address unknown, information not provided. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted on (B)(6) 2018 and exchanged for a zcb00 iol on (B)(6) 2018. The patient is doing well and very happy with her vision. Additional information received revealed the iol was explanted due to night time complaint with driving. The patient experienced glare. The incision was enlarged during the iol exchange and a new johnson and johnson iol was implanted. No vitrectomy was performed and the explanted lens was thrown out. No additional intervention was performed. No additional information was received.